Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels below 500 mg/dl. Customer alleged the pump was not delivering insulin as the customer would increase basal rates which did not lower bg. Although requested, customer declined troubleshooting the issue with tandem technical support. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.